Event description:
It was reported that a stent retriever combination procedure was performed in the ba (basilar artery) for ais (acute ischemic stroke) with moderately tortuous vascular anatomy. The patient was reported to be in the bad condition before the surgery. After advancement of the catheter with the help of guidewire to the left va (vertebral artery), microcatheter was delivered under the guiding of the guidewire to the pcoma (posterior communicating artery) and physician withdrew the guidewire. First pass thrombectomy was performed. After 5mins, physician took the stent out and did dsa (digital subtraction angiography) to check the lesion, and found the ba (basilar artery) was not opened. So the physician reused the microcatheter and guidewire to pass the ba (basilar artery) into pcoma (posterior communicating artery). However the guidewire could not work well because of several tries, so replaced it with subject guidewire. After trying subject guidewire twice, the physician tried to withdraw it but it was not successfully. When the physician took subject guidewire out of patient anatomy, he noticed that soft tip of the subject guidewire was fractured and left in v2-v4 segment of the vertebral artery. The physician tried to take it out for several times. He made a capturer of microcrater and micro guidewire to take fractured guidewire part out of patient¿s anatomy, but failed as the fractured part of the subject guidewire was attached to the vessel wall closely. Physician aborted the procedure without making any further attempt to retrieve the device. Two hours of unanticipated delay or prolongation to any medical procedures was noted due to reported issue. The patient left hospital and was in bad condition. No other information is available.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection indicated that the guidewire nitinol tubing was broken from the proximal end and the core wire exposed. The core wire was broken and a rough surface was evident. The guidewire distal section and hydrophilic coating was examined along its length with wet fingers. The coating was present on the guidewire. The guidewire ptfe coating was examined under magnification and the coating was peeling/peeled from the proximal end. The guide wire distal end was not returned for analysis. Functional inspection was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no anomaly noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use, the the guidewire tip was shaped to 45 degree, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. Other devices used in the procedure in conjunction with the subject device(s) were synchro\rebar27\trevo provue. The physician had no allegations against trevo. The first guidewire used during the procedure was a stryker device and the physician had no allegations against it. The patient was in bad condition before the surgery. The indication for medical procedure was ais. The medical procedure the device was used for was sr combination. There were no unanticipated medical procedures/treatments/therapy administered in relation to the alleged event or product malfunction. The adverse event did not result in inpatient hospitalization or prolongation of existing hospitalization, the patient is not on added medication or treatment due to the reported events. The patient is not being re-scheduled for follow-up procedure to treat the reported issue. There were no difficulties encountered during transfer, advancement, or withdrawal of the subject guidewire. There was a 2 hour surgical delay. There were no adverse consequence to the patient due to the surgical delay. The operator made a capturer of microcatheter and micro guidewire to take fractured gw part out of patient¿s anatomy. In the physician¿s opinion, the reason for the issue was he thought was product¿s problem and he doesn¿t feel that the anatomy and/or location of intended area of treatment may have contributed to the reported event. The condition of the patient leaving the hospital was in bad condition. The device was returned and the nitinol tubing was broken from the proximal end and the core wire exposed. The hydrophilic coating was rough. The guidewire distal end was not returned for analysis. It is probable that the device fractured during manipulation of the device inside the patient. An assignable cause of procedural factors will be assigned to the reported and analyzed guidewire distal tip broken/fractured during use and unretrieved device fragments as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Analysis of the returned device also found the ptfe coating was peeled off or peeling from the proximal end. It is most probable this occurred as a result an interaction with another device during use however this cannot be confirmed as the torque device or introducer sheath used in the procedure were not returned. Based on the review and analysis of the available information, the cause of this issue cannot be definitively determined. Therefore a cause of 'undeterminable' has been assigned to the as reported and as analyzed guidewire ptfe coating peeling.

Event description:
It was reported that a stent retriever combination procedure was performed in the ba (basilar artery) for ais (acute ischemic stroke) with moderately tortuous vascular anatomy. The patient was reported to be in the bad condition before the surgery. After advancement of the catheter with the help of guidewire to the left va (vertebral artery), microcatheter was delivered under the guiding of the guidewire to the pcoma (posterior communicating artery) and physician withdrew the guidewire. First pass thrombectomy was performed. After 5mins, physician took the stent out and did dsa (digital subtraction angiography) to check the lesion, and found the ba (basilar artery) was not opened. So the physician reused the microcatheter and guidewire to pass the ba (basilar artery) into pcoma (posterior communicating artery). However the guidewire could not work well because of several tries, so replaced it with subject guidewire. After trying subject guidewire twice, the physician tried to withdraw it but it was not successfully. When the physician took subject guidewire out of patient anatomy, he noticed that soft tip of the subject guidewire was fractured and left in v2-v4 segment of the vertebral artery. The physician tried to take it out for several times. He made a capturer of microcrater and micro guidewire to take fractured guidewire part out of patient¿s anatomy, but failed as the fractured part of the subject guidewire was attached to the vessel wall closely. Physician aborted the procedure without making any further attempt to retrieve the device. Two hours of unanticipated delay or prolongation to any medical procedures was noted due to reported issue. The patient left hospital and was in bad condition. No other information is available.